Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 458 mg/dl and 189 mg/dl. Customer stated that they deliver 2 boluses and blood glucose dropped to 340 mg/dl. The customer was treated with manual bolus. The customer also stated that they did allege insulin pump was under delivering. Troubleshooting was performed and customer states the insulin exited. Customer was declined to continue troubleshooting. The insulin pump and reservoir will not be returned for analysis.